Manufacturer narrative:
Device evaluation summary: device evaluation of belt sn (B)(4) has been completed. The reported problem (cannot complete incoming functionality testing) was confirmed. Upon investigation, the electrode belt trunk cable was severed and missing. The root cause for the missing cable was physical abuse. No adverse event resulted from the damaged belt.

Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) was unable to complete incoming functionality testing.